Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the battery of this implantable subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely after a battery depletion alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely after a battery depletion alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis; however, per section 72 (6) of the german medical device implementation act (mpdg), this is a patient owned device. No patient consent has been received; therefore, no destructive or non-destructive analysis may be performed on the device until patient consent is given or 10 years has elapsed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the battery of this implantable subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely after a battery depletion alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.